Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred while the customer was sleeping. Customer's blood glucose level was 247 mg/dl, which was addressed with a correction bolus. The contact was able to load a new cartridge successfully.